Event description:
Pt reported experiencing elevated blood glucose, 529 mg/dl. Pt went to the hosp and was treated with a potassium IV and an insulin IV. The pt stated the adapter was cracked around the threading and it was not holding the cartridge in place and she believes this is what caused her blood glucose to elevate. Pt has used the adapter for over a year and tightens it with her teeth.